Manufacturer narrative:
The serial number of the cobas pure e 402 analytical unit is (B)(6). The on-site investigation showed that the "high flyer" may be caused by improper pre-treatment of the samples. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas pure e 402 analytical unit. The initial result was 863 miu/ml the initial result was inconsistent with the clinical findings prompting the patient sample rerun. The repeat result was <0.2 miu/ml.

Manufacturer narrative:
In the initial medwatch, the second line in h11 should have been: "the on-site investigation stated that the questionable initial result may have been caused by improper pre-treatment of the samples." Instead of: "the on-site investigation showed that the "high flyer" may be caused by improper pre-treatment of the samples." The investigation reviewed the instrument check data and the results were within specifications. There was no indication of a hardware-related issue. The investigation reviewed the calibration and qc data and the results were within specifications. There was no indication of a general reagent issue. The investigation determined the event was consistent with a preanalytic issue at the customer site (improper pre-treatment of patient samples). Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.